Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was additional dissection required in other tissues other than the target tissue to remove the needle? If yes, please describe. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Was the x-ray done in the operating room? Did the re-opening of the surgical site and re-closure of the surgical site both occur during the initial procedure? In the initial event report, it stated that the current status of the patient was ¿the patient has been hospitalized.¿ does this just refer to the normal post-op hospitalization from the initial procedure? What is the patients current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tapp on (B)(6) 2022 and suture was used. During the procedure, during wound closure on the dermis by interrupted suturing, when pulling out the needle after putting it in, the needle was missing. The surgeon could not find the needle, so he thought it had fallen to the ground and completed would closure. After that, the needle was searched, but it could not be found. An x-ray was taken, and it was confirmed that it remained in the body, and the abdomen was opened again to find the needle and the wound was closed again. The operation time was extended within 30 minutes. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2022. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: was additional dissection required in other tissues other than the target tissue to remove the needle? If yes, please describe. : after the closure of the wound, an x-ray was taken, and it was confirmed that the needle remained in the body, and the abdomen was opened again to find the needle and the wound was closed again. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? : unknown. If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? : the effect is only extended operation time. Was the x-ray done in the operating room? : unknown. Did the re-opening of the surgical site and re-closure of the surgical site both occur during the initial procedure? : unknown. In the initial event report, it stated that the current status of the patient was ¿the patient has been hospitalized.¿ does this just refer to the normal post-op hospitalization from the initial procedure? : unknown. What is the patients current status? :the patient has been hospitalized. If applicable, will product be returned? If so, please provide the return date and tracking information. : no. Is (B)(4). H3 investigational narrative: visual analysis of the returned sample determined that an empty labeled winding former and a needle of product code z464h was received for evaluation. An incorrect swage defect could be observed in the sample. The visual inspection concluded that the swaged needle area is a damaged (crushed) area and consequently, the suture is severely cut resulting in a detached needle. In addition, no damages were observed caused by surgical instruments. Based on the information currently available, the incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional h3 investigational narrative: fifty-nine packets, a paper lid, and an empty winding former of product code z464h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.